Manufacturer narrative:
In compliance with 21cfr part 820.198-quality system regulation- and natus quality management system, natus determined this is a known issue. There is a field corrective action (fca) in process for fixing all the affected carts. The replacement parts along with the detailed installation instruction has been sent out to all the affected customers.

Event description:
Customer have several eeg carts which are loose at the camera post base, where it connects to the cart itself. Tightened to its limit before it is stripped out, but still loose.